Manufacturer narrative:
Result: the distal tip of the neuron delivery catheter 070 has multiple kinks along the distal most 7.0 cm of the catheter tip. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter 070 was damaged at the distal tip when the packaging was opened. Evaluation of the returned device confirmed several kinks in the distal tip of the catheter. It is likely that the distal tip was damaged due to mishandling after the device was removed from the packaging. The neuron delivery catheter 070 is packaged inside of a packaging tube and the tip would have been protected by the packaging during transportation and storage of the device. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The distal tip of the neuron delivery catheter 070 was found damaged when removing the device from the package in preparation for the procedure.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.